Event description:
Subsequent to the initially filed report, the following information was received: the separated portion of the 4.00 x 23 mm vision stent delivery system (sds) remained on the guide wire and was therefore simply removed on the wire. The cause of the resistance on removal is not known. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Device code 2017 removed. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported kink was not confirmed. The reported difficult to remove and failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure, as it is likely the stent interacted with the mildly tortuous, 90% stenosed lesion during advancement, thus causing the reported failure to advance and kinked shaft. Further interaction with the challenging anatomy during retraction of the device, as resistance was noted, likely contributed to the reported difficult to remove, ultimately causing the reported shaft separation in the location of the reported kink. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the proximal right coronary artery with mild tortuosity, no calcification and 90% stenosis. A 4.00 x 23 mm vision stent delivery system (sds) was advanced; however met resistance at the level of the aortic arch due to the anatomy. On further advancement attempts, the mid shaft of the sds kinked. When the sds was removed, it was noted to have separated at mid shaft. It was further reported that minimal resistance was felt during removal of the sds and minimal force was applied. The procedure was successfully completed with a new unspecified 3.5 x 18 mm stent. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.